Manufacturer narrative:
Concomitant medical products: 4968-25, lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation and diaphragmatic stimulation. The implantable pulse generator (ipg) exhibited pacing issue. The ipg remains in use. No further patient complications have been reported as a result of this event.